Manufacturer narrative:
Of the 298 allegations of a malfunction, 99 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning to a printed circuit board failure and one was malfunctioning due to a component failure. During investigation for unrelated allegations, there were 1 additional battery life failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 298 malfunction events. A review of the events indicated that the one touch ping model pump experienced shorter than expected battery life. These reports were received from various sources. The patients associated with this allegation ranged from 3-78 years of age and between 0 and 332 pounds. Of the reported patients, 134 were male, 163 were female, and 1 were unknown.

Manufacturer narrative:
Follow up #1 04/21/2017 device evaluation: in q1 2017 there were 2 additional instances of battery life failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.